Event description:
This case was initially received via regulatory authority ansm (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("daily pelvi pain") and urinary tract infection ("recurrent urinary tract infections") in a female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), menorrhagia ("very painful hemorrhagic menstruations"), dysmenorrhoea ("very painful hemorrhagic menstruations"), weight increased ("intake of 6 kgs in one month"), abdominal distension ("daily swollen abdomen"), visual impairment ("vision disturbances"), dry eye ("ocular dryness"), sinusitis ("regular sinusitis"), vertigo ("vertigos"), palpitations ("palpitations"), back pain ("lumbar pain"), tendonitis ("tendinitis"), epicondylitis ("epicondylitis") and bladder disorder ("bladder problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, menorrhagia, dysmenorrhoea, weight increased, abdominal distension, visual impairment, dry eye, sinusitis, vertigo, palpitations, back pain, tendonitis, epicondylitis and bladder disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, bladder disorder, dry eye, dysmenorrhoea, epicondylitis, menorrhagia, palpitations, pelvic pain, sinusitis, tendonitis, urinary tract infection, vertigo, visual impairment and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 5.679 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 5.679 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.